Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter found in fluid pathway. The following information was provided by the initial reporter: it was reported that fibres were identified in the product.

Manufacturer narrative:
Investigation summary: several photos were provided to our quality team for investigation. Through visual inspection, a fibers were observed inside the syringe. Based on the photo, the fibers appear to be consistent with polypropylene particles mixed with silicone used in the lubrication of the device. A device history review was performed for the reported lot 2108075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particles likely generated during the assembly process due to friction or movement of the device within the manufacturing equipment. A project was initiated to reduce any reoccurrence of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Investigation summary: several photos were provided to our quality team for investigation. Through visual inspection, a fibers were observed inside the syringe. Based on the photo, the fibers appear to be consistent with polypropylene particles mixed with silicone used in the lubrication of the device. A device history review was performed for the reported lot 2108075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particles likely generated during the assembly process due to friction or movement of the device within the manufacturing equipment.

Event description:
It was reported while using bd plastipak¿ sterile plastic syringe foreign matter found in fluid pathway. The following information was provided by the initial reporter: it was reported that fibres were identified in the product.